Event description:
It was reported by the patient's mother that, the patient fell from a slide, in 2007 and landed on her implanted side. After this, she had no further access to sound. An appointment with her doctor was arranged and the external equipment was examined and exchanged, but nevertheless, she was still not able to hear. Testing of the device showed that 11 of the 12 electrode channels have high impedances.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.